Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (arrhythmia alarms) was confirmed. Upon evaluation, there was excessive noise on both channels. The cause for the noise was that resistor r2 was measuring 68 ohms instead of 100 ohms. Resistor r2 controls the driven ground resistance, thus causing the baseline signal to contain excessive noise. The root cause for the low resistance cannot be positively determined. No adverse event resulted from the defective resistor. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient's download revealed excessive arrhythmia alarms. Zoll customer support contacted the patient to request that she exchange her electrode belt for evaluation. The patient was issued a replacement electrode belt.